Event description:
The ge oec 6800 fluoroscopy system reportedly had mixed up or missing images in the image directory.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective hard drive that was replaced and the calibration files re-loaded. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.